Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results of 50 mg/dl and 80 mg/dl within 10 minutes. He self-treated symptoms of hypoglycemia by drinking drinking juice, then tested blood glucose as 50 mg/dl with compact plus system. Same system retest result 10-15 minutes later was 81 mg/dl. No adverse event was reported. Strips are not available for return, replacement sent.